Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration). This report is 1 of 2 allegations of skin reaction that had similar event details. Related records: (B)(4).

Event description:
It was reported that a skin reaction occurred. The wearable was inserted into the arm on (B)(6) 2025. On (B)(6) 2025, it was reported that the patient experienced a skin reaction and pain with two consecutive sensors. This report is 1 of 2 allegations of skin reaction that had similar event details. On (B)(6) 2025, the patient was outdoor and on her way to the laundry room, and she accidentally bumped into the right arm sensor insertion site. She had pain, but no bleeding, so she decided to keep it on. The following morning, on (B)(6) 2025, her hand was sore, her fingers and wrist were swollen, and she could not bend them. The symptoms worsened, and the pain radiated from her right arm to the neck. She consulted her physician via phone, who was out of town at the time and prescribed an oral nonsteroidal anti-inflammatory drug (meloxicam), ice therapy, and complete right arm rest. She mentioned she used a frozen towel, ice bag, a heating pad, and wrist brace to help with pain and limit arm mobility. On (B)(6) 2025, the patient removed the sensor and inserted a new sensor in her left arm. She mentioned the pain and swelling in the right arm gradually went away two days later. Three days after the left arm sensor insertion, she developed the same arm and neck pain. She decided to remove the sensor to prevent swelling and redness from occurring, but she did not make any treatment decisions to alleviate the pain. She addressed her concerns that she has been using the cgm for a while and there must be something new in the sensor that is causing the issues. At the time of the report, the patient still had pain in her neck, left arm, wrist, and fingers. No data or product was provided for investigation. The allegation was undetermined. The probable cause could not be determined. No additional patient or event information is available.